Event description:
Event description cpi recevied information that a patient with an implantable cardioverter defibrillator (ICD) system had passed away. Interrogation of the ICD revealed the mode to be 'off' not 'monitor + therapy.' When the device is 'off' the no defibrillation therapy is available to the patient. The reason for the mode change is unknown. The cause of death was listed as unknown and no autopsy was performed. The ICD was buried with the patient.